Event description:
Was doing an ercp on a patient. We used a jagtome revolution rx (tome with wire already in place). When trying to cannulate the ampulla, the wire was kinked/bent towards the tip which caused us to not be able to cannulate the ampulla and had to open a new wire and then eventually completely change to a different tome and wire to complete the procedure.